Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While reinserting the pentaray catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter would not advance all the way. The hemostatic valve also looked a little damaged and may have been starting to break off. This happened towards the end of the procedure so the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not replaced. They were able to complete the procedure using the ablation catheter. The device evaluation was completed on 03-sep-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. Functional testing was performed, in accordance with bwi procedures. The dilator was inserted without resistance/friction and no anomalies were observed. Due to the event description, a catheter was introduced into the vizigo device and no resistance/friction was felt, the catheter advanced correctly into the vizigo. A device history record was performed and no internal actions related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found; however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021 the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. While reinserting the pentaray catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter would not advance all the way. The hemostatic valve also looked a little damaged and may have been starting to break off. This happened towards the end of the procedure so the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not replaced. They were able to complete the procedure using the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue.